Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1405501) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: the deployer was unable to advance the sealant all the way down to the artery. The shuttle handle met too much resistance, the balloon was deflated, and hemostasis was obtained with 20 minutes of manual pressure. They will key the device for internal evaluation. The patient was not hospitalized. Stick location: common femoral. Vessel size: >5mm. Procedure: coronary.